Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing impedance greater than 2000 ohms. There was also loss of capture, although there was no asystole. The rv lead was surgically abandoned and the associated implantable cardioverter defibrillator (ICD) was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (sicd). No additional adverse patient effects were reported.